Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached while she was asleep, thus preventing her from monitoring her glucose. Customer experienced symptoms described as "intense thirst, pasty mouth, and acetone breath" and was incapable of self-treating, so a non-healthcare provider treated her with an injection of novorapid insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned, and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor kits was reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor detached while she was asleep, thus preventing her from monitoring her glucose. Customer experienced symptoms described as "intense thirst, pasty mouth, and acetone breath" and was incapable of self-treating, so a non-healthcare provider treated her with an injection of novorapid insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.